Event description:
Pt reported that their one touch ultra meter kept giving the error 1 message. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given. There was no further clinical info provided.